Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged the device is overheating, difficulty breathing, and feeling lightheaded. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged the device is overheating, difficulty breathing, and feeling lightheaded. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was three error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit passes final test. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.